Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) experienced an early depletion of the battery after being implanted for 54 months. No adverse patient effects were reported. The ICD was successfully replaced and will be returned for laboratory analysis.

Event description:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed.

Manufacturer narrative:
Device interrogation confirmed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.45 volts. A longevity calculation was performed and determined that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
No additional information is available. Once the device has been returned and analysis completed, this report will be updated.